Event description:
Customer reported the insulin pump had alarmed battery out limit. Troubleshooting was performed. During troubleshooting customer was unable to clear alarm due to buttons not responding. Customer's blood glucose was 335 mg/dl, unable to treat because customer did not have syringe. Customer reported the device was functioning fine when he fell asleep, when asked if customer recalled any significant event that may have lead to the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. Insulin pump had moisture damage on keypad traces. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. Insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and cracked pump belt clip slot.